Manufacturer narrative:
A ge service representative performed an onsite investigation. The at communications pcb was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system would not expose and would display an error. Further information was received from the field service engineer indicating that the system intermittently failed to boot. No patient serious injury or death was reported related to this event.